Event description:
As reported: "after compression, a u-lag screw was inserted. The fracture area was not closed. Dr's opinion that the technique of hammering the u-lag screw may have caused the fracture separated. The inserter was only reported as a combination instrument and has no defects".

Manufacturer narrative:
Correction - please refer to h6 device code. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. As reported: "dr's opinion that the technique of hammering the u-lag screw may have caused the fracture separated." This information may indicate that the root cause of the event is user related, due to the hammering when inserting the u-blade. However, due to the lack of evidence provided, this could not be confirmed and the root cause could not be determined. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "after compression, a u-lag screw was inserted. The fracture area was not closed. Dr's opinion that the technique of hammering the u-lag screw may have caused the fracture separated. The inserter was only reported as a combination instrument and has no defects."